Event description:
According to the facility on (B)(6) 2023 the patient had a foley catheter placed for "acute pain/pre-post procedure" which needed to be replaced due to poor urine flow on (B)(6) 2023.

Manufacturer narrative:
According to the facility on (B)(6) 2023 the patient had a foley catheter placed for "acute pain/pre-post procedure". Per the facility an "obstruction in the catheter was noted on (B)(6) 2023 and (B)(6) 2023". The facility stated that "the patient was complaining of fullness and a bladder scan was performed showing 521ml's". Per the facility "the catheter was flushed with 180ml's and 650 ml's were able to flow out of the catheter". Per the facility "the patient was again complaining of fullness and after an additional bladder scan showing another 324ml's the patient requested the catheter to be removed". Per the facility the catheter was removed and a new catheter was placed on (B)(6) 2023. Per the facility the patient was discharged on (B)(6) 2023.no additional information was provided. The sample has not been returned for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
This was updated to correct product information.